Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-55-user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from all the results obtained. The expected fasting blood glucose test result range is 90-110 mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the family room. During the call on (B)(6) 2019, a back to back blood test was performed by the customer and produced test results of 86 and 72 mg/dl fasting using true metrix air meter. The test strip lot manufacturer's expiration date is 04/23/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6). Customer is concerned with the low results that she is getting from her meter. When customer provided results from her meter, customer advised that she was having symptoms of hypoglycemia and her daughter gave her juice to bring her blood glucose back up. No medical intervention was needed. Customer is also comparing the results from her true metrix meter to another meter.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from all the results obtained. The expected fasting blood glucose test result range is 90-110mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the family room. During the call on 01/17/2019, a back to back blood test was performed by the customer and produced test results of 86 and 72mg/dl fasting using true metrix air meter. The test strip lot manufacturer's expiration date is 04/23/2020 and open vial date is 1/17/19. The meter memory was reviewed for previous test result history: result 1:78mg/dl, date: (B)(6) 2018, time:11:19pm, fasting; result 2:45mg/dl, date:(B)(6) 2018, time:11:46pm, fasting; result 3:52mg/dl, date: (B)(6) 2018, time:9:43pm, fasting; result 4:78mg/dl, date: (B)(6) 2018, time:3:04pm, fasting; result 5:75mg/dl, date: (B)(6) 2018, time:3:07pm, fasting. Customer is concerned with the low results that she is getting from her meter. When customer provided results from her meter, customer advised that she was having symptoms of hypoglycemia and her daughter gave her juice to bring her blood glucose back up. No medical intervention was needed. Customer is also comparing the results from her true metrix meter to another meter.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #: (B)(4) returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-55-user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.